Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert occurred and low impedance and high threshold was observed on the lead. The alert was turned off and the lead remains in use. No patient complications have been reported as a result of this event.